Event description:
A report was rec'd that an extended time alarm was noted, near the end of a plasmapheresis procedure, that was followed by an air push alarm. Just prior to these alarms, a tp blood message was observed. After the air push alarm, the 250 ml anticoagulant bag was noted to be empty. The check 230 alert had not activated at any time. The procedure was stopped with no re-infusion to the donor. The donor had no symptoms of any reaction, was removed without re-infusion from this cycle, and left in good condition. At the time of the air push alarm, 880 ml of plasma had been collected. This procedure had lasted 14 cycles and taken 80 minutes. The customer commented that they had processed three times the needed amount of blood to obtain the desired volume of plasma. The plasma ctr identified that they had started using this lot of product on 2/13/1998, with 177 collections completed without any issues until this one event on 2/18/1998. They continued to use the instrument involved without difficulty so they did not have it evaluated.